Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; risk factors and treatment outcomes for stent graft infection after endovascular aortic aneurysm repair kota shukuzawa, md, takao ohki, md, phd, koji maeda, md, phd, and yuji kanaoka, md, phd journal of vascular surgery doi: https://doi.org/10.1016/j.jvs.2018.10.062. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the same patient group.  The following adverse events were observed in the patient group: malfunctions: type I endoleaks type ii endoleaks type iii endoleaks type IV endoleaks type v endoleaks migration.